Event description:
The customer contact reported no flow. The tubing set was being used to deliver an unspecified medications. After an unspecified length of time, it was reported "the medicine cannot be dripped down." No specific details were provided. There were no reports of any adverse pt events and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The customer indicated the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.